Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence and atrophy. A cystoscopy was performed and it was observed that the cuff eroded fully through the urethra. A surgical procedure was performed in which the cuff was removed and a catheter was placed. During the procedure it was found that the cuff has a hole which caused a fluid leak. A new cuff was not implanted in this intervention and a surgery to implant a new device has not been scheduled yet as it is needed to let urethra heal.